Manufacturer narrative:
(B)(4)

Event description:
It was reported that upon interrogation, the pulse generator exhibited backup vvi operation. The device was successfully explanted and replaced. The patient was in stable condition post surgery.